Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4). This report was filed on (B)(6) 2015.